Event description:
It was reported by service report that the rod side hose assembly was leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod side hydraulic hose.